Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: on 4th firing, firing felt difficult and stopped in the middle. Additional resection was done and used another device. No bleeding. Nothing fell into the patient cavity. No tissue damaged. Not extended more than 30 mins. No additional patient information available.

Manufacturer narrative:
Date initial report sent: 10/27/2009.